Event description:
A person, while performing a 12 lead monitored treadmill stress test at the clinic, collapsed with a cardiac arrest and went into ventricular fibrillation. The device was connected to the pt but, according to the reporter, alarmed a constant "motion detected" alarm. A backup manual defibrillator was called for and used. The pt was resuscitated.